Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted fluid was present around the helix. Resistance testing found the lead was electrically continuous. X-ray showed no conductors issues and the crimp sleeve was ok. The device capture issue not confirmed, passed both hipot and continuity tests. The dislodgment allegation could not be confirmed as no lead tip damage observed.

Event description:
It was reported that right ventricular (rv) lead was explanted due to dislodgment and loss of capture. The lead was successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that right ventricular (rv) lead was explanted due to dislodgment and loss of capture. The lead was successfully replaced. No additional adverse patient effects.